Event description:
It was reported following a percutaneous coronary intervention (pci) an 8f angio-seal was used. During deployment, the physician did not feel the usual resistance when tamping the collagen. Hemostasis was not achieved and manual compression was applied. The patient was discharged. The next day, the patient experienced foot pain and returned to the hospital. An ultrasound and an angiogram (cag) were performed and a vascular obstruction was found. Four days later, the patient underwent surgical intervention where the anchor, suture and collagen were removed. The physician alleged that the event was caused by a severe calcified lesion in the patient's artery.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.